Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to activate one of his stimulation programs. Troubleshooting identified multiple invalid impedances on the reported lead. The sjm representative was able to program around the invalid contacts; however follow-up identified the patient underwent surgical intervention to explant and replace the affected lead. It was also alleged the lead appeared to be fractured. The patient received effective stimulation post-operatively. The implant date of the concomitant scs anchor, model 1192, is unknown at this time.

Manufacturer narrative:
Results: the complaint was visually confirmed for ineffective stimulation. As received, the stimulation end segment had a lead breakage with all internal wires broken right at the modified distal end. The broken wires were consistent with being subject to stress while implanted in patient body. The swift lock anchor despite being modified worked as designed with different lab leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.